Event description:
It was reported that the device was not recognizing syringe. No patient injury was report.

Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No appearance of any physical damaged. Invalid syringe size event history log. Invalid syringe size was found at syringe test and failed calibration verification on both quality control slugs. Barrel head was loose. Screw was not all the way in tight and the barrel clamp rod threads were stripped. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced both the barrel head screw and barrel clamp rod. A corrective and preventative action has been opened to address the reported issue. UDI information is unknown.